Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during a supply change the customer noticed a leak onto the desk. Reportedly, the customer believed that there was a leak in the tubing and changed out the tubing. The customer noted that insulin was not moving past the lure lock connection. The customer attempted to re-prime with the original tubing and observed air bubbles in the line. It was indicated that there were no alerts or alarms in the pump logs. Tandem technical support assisted customer through the load process and the customer reported seeing air bubbles through the tubing. The customer reported the cartridge and luer lock connection was not leaking. The customer primed the tubing and ensured no air gaps and completed the load successfully. There was no reported impact to the customer's blood glucose level.